Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Troubleshooting was performed and determined the cartridge to be cause of the issue. Reportedly, the customer was using u-500 insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer changed the pump supplies to resolve the reported occlusions. Subsequently, the customer reported that insulin was not observed to be exiting the tubing during fill tubing with the new pump supplies. Customer's blood glucose was 497 mg/dl. The customer reverted to manual injections for insulin therapy.